Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she has experienced a feeling of a film over the eye making everything gray tinted; blurry vision and most importantly at night looking at a light (streetlight, headlight, etc.) There is tremendous glare and horizontal line (multi-strand) dissecting the light, extending to both the left and right horizons. The line tilts in conjunction with tilting my head. Additional information was provided by the consumer, who reported that according to the doctor he would tweak it using a yag (?) Laser. He said there is a smudge.